Manufacturer narrative:
The investigation for the product damage has been completed. The pump was returned and was visually inspected. The catheter kinked near motor housing was observed. No other abnormality was observed. The root cause of the product damage (cannula kink) was use related due to excessive force.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported an impella 5.5 was not implanted due to a catheter kink. Due to excessive force, the catheter kinked right next to the motor area. A third pump was needed. The patient expired on support (see patient identifier (B)(6)).